Event description:
Customer reported, that the insulin pump does not have audio tones. Insulin pump passed self test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.